Manufacturer narrative:
Investigation results: visual examination of the complaint device found the catheter to be cut below the balloon. The remaining part of the catheter showed two kinks from the fractured point. The functional test for catheter passage through endoscope could not be performed as the balloon catheter was fractured. The reported defect of balloon deflation failed could not be confirmed due to the damage noted. The failure of deflation failed likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011, that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) being used in the esophagus performed on (B)(6), 2011. According to the complaint, post dilatation, the physician attempted to deflate the balloon. A vacuum was applied but the inflation medium would not come out. The balloon and the endoscope were removed from the patient together as a unit. There was no reported damage to the device. The procedure was completed with this device as the dilatation was already complete. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011, that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) being used in the esophagus performed on (B)(6) 2011. According to the complaint, post dilatation, the physician attempted to deflate the balloon. A vacuum was applied but the inflation medium would not come out. The balloon and the endoscope were removed from the patient together as a unit. There was no reported damage to the device. The procedure was completed with this device as the dilatation was already complete. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown. Reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.